Event description:
During delivery of anesthesia, the machine suddenly went off. Patient was ambued for approximately one minute and machine came back on. No apparent injury to the patient occurred as ventilation was assisted and vital signs remained stable. Machine continued to work appropriately for the remainder of the case. Further investigation revealed nothing was plugged in back of machine that was not already indicated to be plugged into it. No alarm was heard as it was turned down. The screen was reported to have gone blank and device was not pumping. Alarm log did not give indication of power loss or battery failure as event log only has capacity for ten messages. On the eleventh event, the first event will be deleted. The power failure event is believed to have been purged off the list for this reason. Manufacturer's testing procedure was completed with following results: 1.alarm log did not give any indication of power loss or battery failure as machine was immediately plugged into an emergency outlet and case continued, 2. 25 link calibration performed due to no minimum 02 flow (standard pm), 3. An amperage draw significant enough to trip a 20-amp breaker would usually result in a non-recoverable failure (i.e. Power supply) as agreed by ge tech supported, 4. Tested to manufacturer's procedure for the aestiva 7900.